Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Customer complaint confirmed through functional testing per performance verification tests (pvt). Replaced camshaft flex sensor. Replaced downstream occlusion sensor (dso) seal as preventative maintenance. Calibrated dso. Performed pvt, unit passed all testing criteria. Updated software. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump continued to experience issues even after the battery was replaced and displayed error code 41622, which may indicate a motor timeout error. Patient involvement was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.